Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
Few days after implant, patient was brought to community hospital with hypotension. CT scan revealed pericardial tamponade. Patient was brought to another hospital, and the physician administered a pericardial drain. Patient then underwent lead replacement. No increase in pericardial drainage noted immediately post op.